Event description:
While on the line with technical support, reporter was reviewing the device memory and discovered missing segments in the display. No associated injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.